Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented for follow up with the right atrial lead exhibiting noise resulting in episodes of automatic mode switch. No intervention was planned or reported. The patient will continue to be monitored as scheduled.